Event description:
It was reported that the ventricular assist device (vad) exhibited suction events. Review of logfiles showed waveform trending downwards and multiple suction alarms. Almost two weeks later, it was noted that the patient¿s flow rate had decreased at night and there was another suction event. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: hw40658 was not returned for evaluation. Review of the available autologs report revealed a slight decrease in estimated flows within the analyzed period and 32 suction alarms have been logged since (B)(6) 2020. As a result, the reported suction and low flow event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported suction and low flow events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.